Event description:
It was reported by the neurologist that the level of seizures was above the patient's pre-vns levels. The parents had elected have the device programmed off following the lead fracture in 2013, so the current hospitalization has no relevance to vns as it is currently disabled.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was reported that the patient was found to have a lead fracture in 2013 that was never resolved. The patient was reported to be currently hospitalized due to an increase in seizures. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. No known surgical interventions have occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
On 06/06/2016 it was reported that the patient has had vns since (B)(6) 2011 and in (B)(6) 2013 it was discovered that the vns became disconnected and was turned off at the end of (B)(6) 2013. Patient was seen by neurosurgeon who did not recommend replacing device because it did not improve her seizure frequency. It was stated that the believed cause if the patient's lack of efficacy was just due to the vns malfunction and the device being programmed off because of it.